Event description:
It was reported that during a procedure for kidney stones, the fiber broke close to where it attaches to laser, no one was near the fiber. The fiber was replaced with another fiber. There was no patient complication.